Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button domes witch. It was also received with scratched case, scratched keypad overlay, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button on the insulin pump does not always respond. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.